Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/23/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. The cannula was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(4)). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2016 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000409448 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 had no insufflation upon opening up the tunnel toward the end of the procedure. Harvester had switched to distal insufflation and was not seeing any tunnel expansion; it had worked earlier in the case. The tubing was disconnected, and co2 could be felt coming out of the tubing. However, the tunnel did not expand when the tubing was reattached. The insufflator would show "occluded" then change to flowing at times, but the tunnel still would not expand. The tubing was then removed, the connector was pushed together with force, and the luer lock was screwed on. The co2 flow was established. There was no patient harm. Related to tw (B)(4).